Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous proximal left anterior descending artery. The lesion was pre-dilated with an unspecified balloon. The 3.5x38mm xience skypoint stent delivery system (sds) failed to cross due to anatomy. Resistance was met with anatomy during the removal of the sds. A same size xience skypoint was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous proximal left anterior descending artery. The lesion was pre-dilated with an unspecified balloon. The 3.5x38mm xience skypoint stent delivery system (sds) failed to cross due to anatomy. Resistance was met with anatomy during the removal of the sds. A same size xience skypoint was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.